Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited failure to capture and high pacing impedance. The atrial lead was capped and replaced on (B)(6) 2024. The patient status was unknown.